Manufacturer narrative:
UDI: (B)(4). Evaluation statement: the complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. We cannot discern a root cause for this failure. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during a rotator cuff procedure the customer's healix advance br 4.5mm 3 suture with orthocord broke in the patient. The sales rep stated that the anchor broke approximately a third from the bottom up. The sales rep reported that the surgeon removed the broke piece of the anchor from the patient with no issues or x-rays needed and that no debris left in the patient. The surgeon completed the procedure with another like device with no patient consequences but there was a two minute delay. The device will be returning for evaluation.